Manufacturer narrative:
This is one of two device reports for this event; there are a total of six events for this pt.

Event description:
The plaintiff's atty alleges that the pt experienced a heart attack caused by the admin of naturalyte and granuflo during dialysis treatment.